Event description:
The customer stated that they were unable to connect a pt to the system and found an error message scrolling on the screen. They rebooted the system and it came up successfully and the pt was able to connect. The reboot resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. Note 1 for block a: the customer did not provide any pt info.

Manufacturer narrative:
The device eval will be submitted when the eval is complete.